Event description:
It was reported that during preparation for an artificial urinary sphincter (aus) implant procedure, the system was filled with clean, sterile, non-contaminated the device drew back yellow saline. The physician filled and aspired the device multiple time to flush out any yellow tint. The procedure was successfully completed with another of the same device, without clinical consequences to patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual examination of the device did not identify any leaks nor other abnormalities in the returned component. No yellow, tinged fluid was aspirated from the cuff using a syringe. Based on this observations, the reported allegation of cosmetic appearance problem is not confirmed as the cause of the reported event cannot be established. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the device did not identify any leaks not other abnormalities. No yellow, tinged fluid was aspirated from the cuff using a syringe. Functional testing identified that the cuff performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during preparation for an artificial urinary sphincter (aus) implant procedure, the system was filled with clean, sterile, non-contaminated the device drew back yellow saline. The physician filled and aspired the device multiple time to flush out any yellow tint. The procedure was successfully completed with the same device, without clinical consequences to patient.